Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device system was explanted due to the device being inoperable. No further information is available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion and the ipg was inoperable as a result. Patient lost stimulation and therefore is in pain. A surgical intervention is anticipated in the near future. No further information is available.